Event description:
While on site performing preventative maintenance, the asp field service engineer (fse) found oil mist coming from the unit. The customer stated that there were no physical complaints related to the oil mist. The fse repaired the unit.

Manufacturer narrative:
The fse found oil mist around the catalytic converter filter. He replaced all filters. He performed a leakback test and calibration. The unit met specs.